Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient experienced pain at the scs ipg site. Consequently, surgical intervention was taken and the patient's scs ipg was replaced and the pocket site was moved to another location resolving the issue.

Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.